Event description:
Indication: common variable immunodeficiency, unspecified. Strength(s): 5gm/50ml; 10gm/100ml. Patient reported curlin pump (serial: (B)(6) maintenance due: 02/2025) at home is faulty, displaying error system timeout and replace lithium ion battery. Pharmacy to replace pump. Patient reported she missed her hyqvia dose last night. Medication was already pooled but unable to administer due to faulty pump. No adverse events from faulty pump as the infusion was never started. Faulty pump to be returned. No further info. Reported to (B)(6) by: patient/caregiver.